Event description:
A pt contacted our (B)(4) affiliate to report a medical claim. The pt, a (B)(6), was on a long holiday in (B)(6) in (B)(6) 2010. The pt experienced acute pain in the left eye (os) while inserting a 1-day acuvue trueye contact lens (cl) narafilcon a. Narafilcon a lenses are not marketed in the u.s. The pt reported the eye was tearing and the lens popped out on (B)(6) 2010. The pt was seen in a hospital that morning, the pain did not resolve and the pt was seen at another hospital that night. The pt reported he/she could not open the os and the os was tearing for 2 weeks. The pt consulted an ophthalmologist on (B)(6) 2010 and the pt was diagnosed with corneal erosion. The pt was told that the "cornea was burned" and "tattered". The pt was prescribed eye drops and the pt was instructed to discontinue cl wear until the pt recovers. The pt returned to the ophthalmologist 4 times. At the last visit on (B)(6) 2010, the pt was instructed to be seen for a follow-up visit in two months. The pt told the ecp that he/she would have follow-up care in (B)(6). The clinic where the pt received care in (B)(6) was contacted on 09/29/10, and they provided the following info: the pt purchased 1-day acuvue trueye lenses on (B)(6) 2010. The lot number for the os lenses was associated the 1-day acuvue trueye recall in (B)(4) and some countries in (B)(6). The pt was seen at the clinic in (B)(6) on (B)(6) 2010. The pt thought he/she had recovered, the ecp said there epithelium os was regenerated and there was no staining; the cornea had recovered. The ecp mentioned the pt had, had a corneal infiltrate, "the corneal epithelium was affected; no opacity was noted". "The ecp presumes that this event will not result in loss of vision". The pt said he/she has a copy of the medical record from the ophthalmologist in (B)(6) and said he/she would send a copy to our (B)(4) affiliate. At this time, we have not received that report. We do not know if product will be returned for eval. The lot history review reveals the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. The lot history review indicated that this lot was mfg under normal conditions. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the mfg line which produced this lot. At the time of product release, all documentation showed that this lot met all release criteria. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.